Event description:
(B)(4) study. It was reported that cardiac chest pain and restenosis occured. In (B)(6) 2012. The patient was presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion # 1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 1 was treated with direct stent placement using a 2.50 x 32 mm promus element plus stent with 0% residual stenosis. In (B)(6) 2013, the patient presented due to cardiac chest pain, back pain and was hospitalized on the same day. Cardiac catheterization was recommended. Six days after, the patient was treated with 3-vessel coronary artery bypass graft (CABG), including left internal mammary artery (lima) to lad, saphenous vein graft (svg) to diagonal and svg to obtuse marginal (om). Four days post procedure, the event was considered resolved and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).